Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant of device #1, device #2 or both, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. This emdr represents the bard device #1, lot #hutc1264. An additional emdr was submitted to represent the bard device #2, lot #hutc1185. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for repair of bilateral inguinal hernias. Two bard/davol products were implanted to repair the hernia defect: a 3dmax, reference number 0115321, lot number hutc1264 (device #1) and a 3dmax, reference number 0115311, lot number hutc1185 (device #2). On (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.

Manufacturer narrative:
Based on the information provided we are unable to determine to what extent, if any the bard device #1 may have caused or contributed to the events as alleged by the patient¿s attorney. The information provided alleges that the, "patient underwent an additional surgery to repair the hernia defect and remove it." Medical records were not provided and the description does not clearly define what "remove it" is referring to (example possible mesh explant of device #1, device #2 or both, partial explant, or removal/repair of the hernia defect itself without explant of previously placed mesh). As such at this time, we have not identified this as reported device explant. Additionally, it is unclear at this time if the hernia defect repaired post implant of the mesh, was a recurrence of the original hernia defect or a new hernia defect, however, recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Recurrence is a known inherent risk of surgery and is listed in the instructions-for-use a possible complication. Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the manufacturing date. Based on the available information, there is no change to the initial determination, no conclusions can be made. Per medical records review, about 1 year 7 months post implant of 3dmax, patient was diagnosed with hernia recurrence thereby underwent repair. Review of the manufacturing records was performed and found that the lot was manufactured to specification. Updated fields: a2, b4, b5, b7, e3, g1, g3, g6, h2, h6, h10, h11. Corrected field: h4 (manufacturing date). This supplemental emdr represents 3dmax (right - device #1). An additional supplemental emdr was submitted to represent 3dmax (left - device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
The following was alleged by the patient's attorney:(B)(6) 2009: the patient underwent surgery for repair of bilateral inguinal hernias. Two bard/davol products were implanted to repair the hernia defect: a 3dmax, reference number (B)(4), lot number hutc1264 (device #1) and a 3dmax, reference number (B)(4), lot number hutc1185 (device #2). (B)(6) 2011: the patient underwent an additional surgery to repair the hernia defect and "remove it." As alleged, the patient was injured severely and permanently and has suffered and will continue to suffer physical pain due to the alleged defective 3dmax.addendum per additional information provided:(B)(6) 2009 - patient was diagnosed with bilateral inguinal hernias thereby underwent laparoscopic repair with implant of 3dmax meshes (right - device #1 & left - device #2). Per operative notes, ¿the indirect hernia sac identified in the left inguinal floor was dissected. On the right side, a larger indirect inguinal hernia sac was identified and stripped back. A large 3dmax mesh (device #1 & #2) were placed over the left and right groin dissection sites and sutured.¿(B)(6) 2011 - patient was diagnosed with right inguinal hernia thereby underwent repair. Per operative notes, ¿the direct hernia defect identified in the right groin was imbricated with suture and a synthetic graft was placed over the inguinal floor and sutured.¿attorney alleges that the patient had pain and hernia recurrence.